Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: myocardial infarction, restenosis and thrombosis requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a clinical trial that the procedure was performed in 2008, during which a 2.5 x 28 mm xience v stent and 3.0 x 28 mm xience v stent were both implanted in the mil lad. A dissection was noted during the deployment of the second stent which was the 3.0 x 28 mm xience v stent. The dissection was in the proximal lad and there was no reported treatment for the dissection. However, eight days later, the patient had bleeding, myocardial infarction (mi), stent thrombosis, and in-stent restenosis. The patient was treated with percutaneous transluminal coronary angioplasty (ptca). No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined bleeding, thrombosis, restenosis, and myocardial infarction as listed in the IFU, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was not report of any device malfunction. In this case, it is likely that the mi is a secondary effect of the restenosis and thrombosis which resulted in ptci. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined. The second xience v stent is being reported under the same MFR report number.